Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. (B)(4). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The account reported of a patient complaining about halos/ glare around the lights at dusk in their right eye. The doctor suspects that it might be an error of angle kappa which was noted at the post-op examination and only on the right eye of the patient. The doctor is considering treatment options which may benefit the patient in addition to intraocular lens exchange. The lens remains implanted to date. The patient will be seen again mid august. The doctor had prescribed brimonidine ophthalmic drops for the dysphotopsia and will wait to hear back as to if the patient experienced any improvement and had neuroadaptation. Visual acuity pre-operative: 20/30 best corrected. Visual acuity post-operative: 20/20 best corrected; 20/30 uncorrected. No further information was provided.